Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had broken off. The field service engineer (fse) found that auxiliary tower door 3 had broken off the hinges and required replacement. The door panel was cracked, and the screw holes in the hinge plate were stripped. A new door panel and hinge plate were replaced, and the door was reinstalled using long rods and washers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower one of the doors were broken off. A requested for door replacement and a new right-side hinge for pyxis 2 north a, tower door 3. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.